Event description:
It was reported that the infinity central station (ics) unexpectantly restarted during the export of logfiles using the universal serial bus (usb) port on the front of the housing. Patient monitoring was interrupted at the ics during the restart, but monitoring continued at all local monitoring devices that were connected to the ics at the time of this event. The usb port in the rear of the housing was then used to export the logfiles and the device behaved as expected.. Additionally, this resulted in a corrupt log file that could not be opened. There was no report of adverse patient impact.

Manufacturer narrative:
Video of the shutdown as well as a review of the ics logs confirmed the unexpected shutdown. The ics logs also confirmed that the system restarted 5 seconds later with monitoring of the telemetry devices continuing 17 seconds after that. The instructions for use (IFU) states that once the ics is back online it automatically resumes patient monitoring and backfills trends saved in the local database of all monitoring devices. The investigation revealed that when log files are too large and a download is attempted using "copy logs" in the front usb port, the download can exceed the time set in the software, resulting in a corrupted log file and a logarchiver reboot of the system. The draeger technician confirmed that the log download was successful when using the rear usb ports. The customer biomed can also successfully download logs using "filecollect" in the system console with a usb3 for a faster export.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the infinity central station (ics) unexpectedly restarted during the export of logfiles using the universal serial bus (usb) port on the front of the housing. Patient monitoring was interrupted at the ics during the restart, but monitoring continued at all local monitoring devices that were connected to the ics at the time of this event. The usb port in the rear of the housing was then used to export the logfiles and the device behaved as expected. There was no report of adverse patient impact.